Event description:
On (B)(6) an amazon customer commented that the product was false negative. A consumer said that this product was negative while other brands of flow flex & ihealth tested positive, when the user was positive for covid. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result or its accuracy etc. Following by reporter's consent.